Event description:
The customer stated that his blood glucose readings and control test results had been too high. He performed a control test and received a result of 254 mg/dl. The normal control range is 114-165 mg/dl. The customer did not allege any adverse events as a result of the higher readings. The test strips will be returned for evaluation, and replacement strips will be sent.